Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted after 32.6 months of service due to an elective replacement indicator (eri). In addition, analysis of the device for possible premature battery depletion was requested. No adverse patient effects were reported. A different model guidant implantable cardioverter defibrillator (ICD) was successfully implanted without reported incidents.